Manufacturer narrative:
Omit a140504 - inaccurate delivery (2339). Additional information: imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Manufacturer narrative: a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca had infused incorrect dose. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pca had infused incorrect dose. There was patient involvement but no harm.